Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported via review of performance data that the device was at end of life (eol) and had a charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.